Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a display malfunction. Patient involvement unknown.

Manufacturer narrative:
Date returned to mfg.: 12/27/2023. Evaluation codes: updated. One device was received. Per visual inspection, water tank cover was leaking from reservoir gasket, liquid crystal display (lcd) blank. Per functional testing, there was no display on the lcd. The complaint was confirmed. The root cause was a defective printed circuit board (pcb). It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pcb, reservoir gasket and o-rings. Performed preventative maintenance (pm) and calibration. The device passed all functional and delivery tests.